Event description:
It was reported the device alarm was triggered due to high impedances on the rv lead. Lead replacement was recommended. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.